Manufacturer narrative:
Initial reporter facility name: (B)(6). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd preset¿ eclipse¿ splattered blood. The following information was provided by the initial reporter: "the syringe has filled with blood in the part of the plunger, where no liquid normally passes."